Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external/internal inspection was performed and the device passed, along with all of the rite functional testing. During evaluation of the device, the hc was determined to have failed the ground bond failure test (rite electrical). The readings were outside of the range, however after tightening the door frame ground wire, the reading were within required specifications. The results of the evaluation revealed the cause of the failure to be the door frame ground screw being loose. The loose door frame ground screw caused a poor connection between the power entry module (pem) ground and door post resulting in the ground bond failure. The door frame ground wire was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.